Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-frequency electrosurgical unit had an error code of e433. The procedure performed was therapeutic laparoscopic surgery. The procedure was completed using a similar device. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was confirmed. The probable cause of the reported event was most likely attributed to a printed circuit board/generator board error. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.